Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no hardware error was identified in the system. A field service engineer (fse) confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station showed failed to open. Customer tried to reboot and recover the drawer, but the issue persisted and showed required maintenance. Shut down the station by unplugging the power cord from the back of the station and waited for 2-5 minutes, reconnected the power plug, turned the power on, then checked and tried to recover the drawer, but it still failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.